Event description:
An 80m with an open abdominal wound and known enteroatmospheric fistula. Vac dressing was placed on visceral block with layers of adaptic and kerlix - like material, followed by black vac as instructed by manufacturer. When changing the vac, patient was noted to have two new areas of fistula. The adaptic becomes embedded in the wound and upon removal it debrides the wound, resulting in new areas of fistula.